Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 31469278l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date which is on (B)(6) 2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (af) ablation and the patient experienced a pericardial effusion that required pericardiocentesis. Then the patient experienced cardiac arrest requiring cardiopulmonary resuscitation (CPR). The patient died. An af procedure was performed using the qdot catheter. Before starting the procedure, the doctor was informed of the recommendations for using the catheter and the qmode+ modalities for the posterior wall and qmode for the anterior wall. The procedure began with left atrial mapping with octaray. Then, the catheter was exchanged for the qdot. The catheter was inserted into the patient, a zero was performed to calibrate the catheter's force sensor, and therapy began on the left atrial posterior wall. A qmode+ (90 w + 4 sec) was used for these ablations. The impedance drops were correct, and an approximate weight of 6 to 14 grams was used. The ablations were completed, and a remap was performed to observe the effectiveness of the ablations. Upon completion, the doctor began to review the intracardiac echocardiogram (ice) to check for pericardial effusion, and indeed, he observed an effusion. They spent a couple of hours monitoring the patient in case of complications, but nothing abnormally occurred. At the time of reporting, the reporter stated that the doctor had informed them that the patient had developed complications in the middle of the night, and they had to perform a pericardiocentesis. Additional information was received which indicated that after doing the remap of the pulmonary vein isolation (pvi) and the ablation was successful, the doctor checked on the ice and saw a small pericardial effusion, and waited around 2 hours with the ice catheter inside to see the pericardial effusion. The patient was stable during these two hours, and the doctor decided to send the patient to the intensive care unit (ICU). After 5 hours, the patient condition worsened and pericardiocentesis was performed. The patient entered cardiac arrest, and 30 minutes of CPR was done. Vital signs were seen afterwards but neurological damage was visible. Days later the patient died. The procedural activated clotting time (act) was around 260-350 seconds. Three catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Transseptal puncture was performed but no needle was used. No ablations were performed within the pulmonary veins, and 68 ablations were performed outside the pulmonary veins. No evidence of steam pop. The flow setting for irrigation catheter was qmode for 3 ablations and qmode+ settings for the rest of ablations. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, and vector. The visitag module parameters for stability used were tag size 3, time 3 seconds, and fot 25%. No additional filter used with visitag. The color option used prospectively was impedance average. The physician opinion on the cause of death was that in the ICU, they gave the patient medication to raise his blood pressure. This may have caused the blood clot that was generated to cover (block) the pericardial effusion to pop out and provoked the pericardial effusion to start once again and caused the patient to enter cardiac arrest. Thirty (30) min of CPR was done, and vital signs were seen. Neurological damage was visible. Afterwards the patient was transferred to a different hospital with a different doctor and details after that were not provided.